Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The outcome of the event is recovered/resolved. The adverse event ended 2022-mar-05.

Manufacturer narrative:
Refer to manufacturer report 2029214-2023-02160 for related device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that a patient underwent a mechanical thrombectomy procedure on (B)(6) 2022 in which a solitaire x stent retriever and a react-71 aspiration catheter were used. There was no alleged device issue. Post-procedure computed tomography (CT) on (B)(6) 2022 showed progression of the index infarction with malignant edema (mass effect with midline shift). The patient then underwent a craniectomy for decompression. The event resulted in prolonged hospitalization. The patient was noted to be recovered with sequelae on (B)(6) 2022. Site and sponsor assessment of the event determined the event was not related to the medtronic devices or the procedure but was possibly related to the patient disease under study. Additional information received reported the site corrected the reported event to state only "infarction progression" and the event is not considered serious. No other new information. Additional information received reported the patient outcome of the event was "not recovered/not resolved." Additional information received reported the start date of the hospitalization was (B)(6) 2022 and the end date of hospitalization was (B)(6) 2022. Additional information received updated that the event had a causal relationship to the patient disease under study/index stroke. The adverse event term was updated to "cerebral infarction." No other new information received. It was stated that the infarction occurred in the right mca. No other new information received. Additional information was received that an assessment for the product/therapy/procedure relatedness was made by the sponsor that was different from investigator. This adverse event (ae) was assessed as possibly related to the study procedure, mechanical thrombectomy. Not related to the solitaire or react. Causally related to the disease under study. Not related to an underlying condition or disease. Cec assessed possible to procedure. Sponsor aligns to cec assessment. The ae term was hemorrhagic transformation. Mild interval increase in right cerebral edema with mass effect is noted with effacement of right sided sulcal and cisternal spaces, lateral ventricle with midline shift of 6mm to the leftside. This ae did not result in the subject being hospitalized, but led to prolongation of existing hospitalization (from (B)(6) 2022 to (B)(6) 2022.) Ae resulted surgical intervention, decompression craniectomy. The outcome of this event is not recovered/not resolved. Refer to manufacturer report 2029214-2023-02160 for related device.